Event description:
Additional information received from the manufacturer¿s representative (rep) reported the implant was not flipped. To try and resolve the overdischarge the rep attempted to reset and charge the implant 5 different times, but ultimately the neurostimulator was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provider (hcp) reported that the patient started having frequent falls and they are currently unable to charge the implantable neurostimulator (ins). Hcp indicated that the patient is more lethargic today. The patient claimed that they charged the ins last week. They get the reposition antenna message when trying to connect to the ins for a charging session. The issue was not resolved through troubleshooting. The hcp will follow-up with a neurologist for additional evaluation of the ins. Mdt rep said he's tried a few physician mode recharges, but the implant is not responding. Nurse also tried physician mode recharges prior as well. Rep wasn't able to say how long the implant has been in overdischarge. Technical services told rep that he can try more sessions or, at this point, abandon the device and follow up with the hcp, as implant appears to be non-recoverable. Agent left message for rep to check to make sure implant isn't flipped.